Event description:
It was reported when the device was used during a laparoscopic appendectomy procedure, it would not open. The device was removed and the case was completed without any patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that instrument was received loaded with a partially fired cartridge and the firing trigger jammed in the lcosed position. It was noted to have the spring cartridge lockout bent. Functional test could not be performed on the returned instrument as the firing mechanism was damaged. It was disassembled to examine the condition of the internal components and noted to have damaged components. Damage observed on the internal components can occur if an attempt is made to fire the instrument with an empty cartridge, or with a partially fired cartridge that had an activated lock out spring. The manufacturing records were reviewed and no anomalies were found.